Event description:
It was reported that the patient was experiencing pain and discomfort due to ipg location. It was also mentioned that an end of battery life was notice from the remote (rc). The patient underwent an ipg replacement procedure, and the battery was relocated. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.